Event description:
It was reported by the health care professional (hcp) that the electrogram (egm) presented right atrial (ra) under sensing. Technical services (ts) discussed that the p-waves measured 0.5 millivolts (mv) and a fixed sensitivity of 0.75 mv. Ts advised to consider programming the ra to 0.25mv. To date, this lead remains in service. No adverse patient effects were reported.